Event description:
It was reported that the 6800 system keeps going on and off. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated image processor and system interface pcbs, flashed nodes and re-installed all cal files. The system was tested and found to be working as intended, and placed back into service.